Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter.

Event description:
Further information was received from a representative. It was reported that the patient had the catheter replaced on (B)(6) 2016. A back table single bolus was performed while the pump was disconnected which confirmed the pump was flowing properly.

Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was receiving dilaudid [35 mg/ml] at a dose of 11 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2016 that the patient¿s refills have had 1-10 cc of discrepancies at the last two refills. The patient denied withdrawal symptoms but it was noted that his pain had been slightly elevated over the last several months but not dramatically. It was indicated as troubleshooting performed a healthcare professional (hcp) aspirated from the reservoir volume and got 17 ml out of the pump reservoir when the expected was 10 ml. The hcp then attempted to aspirate the catheter for a dye study but was unable to aspirate the fluid and discontinued the study. The patient was given 0.2 mg bolus to assess pain level and the patient¿s pain went from ¿7/10 to 5-5.5/10.¿ there were no known falls or motor vehicle accidents that may have led or contributed to the issue. It was indicated that surgical intervention was planned but not yet scheduled as the hcp would write an order for the catheter replacement that day. The issue was not resolved at the time of the report and the patient status was ¿alive ¿ no injury.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the past two refills with ¿7-10 cc of discrepancies¿ was greater actual residual volume than expected residual volume. The patient¿s pain improved when they went from ¿7/10 to 5-5.5/10.¿ the cause of the volume discrepancies and inability to aspirate the catheter was not determined. The volume discrepancies and inability to aspirate the catheter was not resolved; catheter replacement was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.